Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user called reporting a hyperglycemic episode (blood glucose level was not reported) throughout the day but later dropped to hypoglycemia, with the pump reading a blood glucose (bg) of 65 mg/dl. The agent reviewed the bionic report and, although data could not be synced during the call, noted a downward trend. The agent inquired about the dinner announcement, which the user did not recall making, contributing to the low. A fingerstick showed 75 mg/dl after the user had consumed sugar water and other fast-acting carbs, with the user's bg trending upward. There were no symptoms reported during the event, and no medical intervention was required at the time of call.